Manufacturer narrative:
The probable root cause of broken main tube and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted surgical procedure, potential errors occurred repeatedly. After 3 retries, a different force feedback arm was recognized and normal operation was confirmed. The corresponding arm is not being recognized; this is presumed to be an error issue. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated and confirmed the customer-reported complaint. Failure analysis found that the primary failure, a dislodged z sensor coil, was related to the reported complaint. The investigation identified (B)(6) in the logs, indicating that the user experienced an installation error. The instrument was inspected and the z sensor coil was found to be dislodged. This type of damage typically occurs when a large force is applied to the instrument in a mishandling or misuse scenario. A visual inspection was completed and no damage was observed to any proximal end components. Manual articulation of the input discs was performed and issues were present. The instrument was installed multiple times and failed recognition due to bias shift. Additional findings not reported by the site: the instrument was found to have a broken main tube approximately 7.04 mm from the distal tip. No material was found to be missing. Components adjacent to the broken main tube did not show damage. Common causes of the failure mode ¿broken instrument main tube¿ are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inward, causing it to crack and subsequently break. The instrument was also found to have a detached fragment, which resulted from the broken main tube. The missing piece was returned with the instrument. The root cause of this failure is attributed to user handling.